Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ac adapter was not providing power to the controller. There was exposed wire to the cord. There was no controller alarms or pump stop events associated with this issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller ac adapter (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the adapter passed visual inspection and functional testing; the device could adequately provide power to a test controller during bench testing. However, (B)(4) ac input cable was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed, but not limited, to handling of the device and/or marginal connection between the controller ac adapter and controller or controller ac adapter and wall power outlet. If information is provided in the future, a supplemental report will be issued.